Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert message for latitude no longer monitoring the device due to low battery capacity. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the alert occurred on october 29, 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. No adverse patient effects were reported. The crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert message for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the memory data shows a very low loaded battery voltage measurement, which is the reason the device has deactivated radio frequency (rf). Ts recommended device replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.